Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they were finally able to find the implant site and was able to turn the implant off. The patient noted that all the pain went away after turning the implant off. The patient indicated that they wanted a new doctor because their current urologist didn¿t even look at their implant. The patient was reviewed that a manufacturer representative (rep) could interrogate the device or may need to adjust settings, but was recommended to keep the ins off until they met with a hcp. No further complications were reported or were expected.

Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient started to get lower pain in her back on her left side where her ins was implanted. The patient stated that she has never had back pain ever and it was very persistent and never went away. The patient noted that she went to the emergency room (ER) and her health care professional (hcp) didn't think it was her back. The patient reported that she found out she had a sever urinary tract infection (uti) so they put her on antibiotics and pain pills for a week and the uti was gone but she still had back pain. The hcp ordered an MRI but they determined it wasn't safe so they want to do a CT scan. The patient stated that she wanted to know if the pain might be related to the ins. The patient also mentioned that her patient programmer (pp) was unable to power up and it was stated that it was the same batteries since implant. The patient changed the batteries and the issue was resolved. It was also reported that the patient has had 2 uti's since she was implanted but she was implanted for retention. The patient also mentioned that she could not pull up settings on the pp because she couldn't find where the ins was implanted. There were no further symptoms or complications reported or anticipated. Refer to (B)(4)regarding information about the first uti.